Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of not registering to the tower was confirmed; however, the evaluation wasn't able to confirm the no image issue as they were able to see an image on the screen. The device evaluation also found a faded rear cover that needed replacement and an e224 error due to a faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k camera head had no image and wouldn't register to the tower. The issue was found during preparation for use prior to an unspecified surgery. There was an error message displayed on the device; however, it was reported that the staff could not recall what the error message stated. This malfunction caused the procedure to be prolonged for an unknown duration, but patient sedation was not extended. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. No medical intervention (i.e., treatment outside the scope of the procedure) required as a result of the reported problem. No other devices connected to the subject device when the failure occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, e224 error is the error that occurs due to poor communication between the cable and the processor. It is likely e224 error occurred due to cable failure, and from this, it is possible that temporarily the image was not displayed due to cable failure. However, the root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: "never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged." "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." "Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.